Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked case on reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which prevented the customer from resuming insulin delivery. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.